Event description:
The physician successfully closed an arteriotomy site with the starclose device following an interventional procedure. Following the closure, the patient developed a decrease in blood pressure in the 60's systolic, as well as left sided back and abdominal pain. CT scan of the abdomen and pelvis revealed a large left retroperitoneal bleed. The patient was transfused with 4 units of blood. Vascular surgery was consulted, but chose not to operate. At last report, the patient had been discharged from the hospital.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform inspection or device history record review in this case.